Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: spondylolisthesis l4/5 grade I meyerding procedure: spondylodese l4/5 360 degrees levels implanted: l4/5 it was reported that post-op, the implanted screw broke. A revision surgery was performed to remove the broken screw. No patient com plications were reported as a result of the event.

Manufacturer narrative:
Product analysis result: visual microscopic the bone screw has broken approximately 41mm from the tip. There are witness marks on the saddle of the bone screw that would indicate the rod was sitting at an extreme angle inside the head. The bone screw appears to have been locked in at max angulation. When the fracture surface of the bone screw was examined microscopically fatigue lines could be seen running through the face of the fracture. Do to the damage of the fracture surface only a portion of the surface is visible. It appears that repeated force place on the bone screw caused a cyclic fatigue failure, the angulation of the screw did not help. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review result: post-op CT scan of broken screw revealed that there is a paucity of bone graft present in the interbody space. Hardware placement appears appropriate on intra-op images. If information is provided in the future, a supplemental report will be issued.